Event description:
In early 2009, the clinic reported a pt had received a burn approx 3 months earlier on her lower back. The pt does not have a lot of sensation in the area. Pt is diabetic. Pt was treated by the clinic wound care where they used an antibiotic salve and bandages. Pt was treated three times a week and had the wound cleaned, and rebandaged until it healed.